Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance with bolus. Customer did not have any test strips for meter. Customer's blood glucose was 478 mg/dl. Customer was able to deliver a bolus and call was dropped.